Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the usb port was damaged, which preventing pump battery to charge and lead to the pump shutting down unexpectedly. Customer¿s blood glucose level was 60 mg/dl. The customer reverted to multiple dose insulin therapy.